Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive button. The customer stated that they were sheet rock dusting when button error occurred. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 557 mg/dl at the time of the incident. The customer stated that they changed the set and bolused and the insulin pump stopped working. The customer declined to troubleshoot for the high reading. The customer stated that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer added that when they pressed the up button, they got an easy bolus but nothing happened when the act button was pressed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no act, up, escape and down button response due to corroded keypad traces. No button error alarm during testing noted. We were unable to perform the functional testing due to no button response. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.